Manufacturer narrative:
E1; initial reporter first name: dr. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was reported as due to an infection of the orifice; however, the cause remains unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime and cefazolin for the event. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was unknown.